Event description:
The patient initially contacted animas stating that the pump prime volume was large. Evaluation revealed that the force sensor plate was contaminated and the force sensor was out of calibration. The event is being reported based on investigation results.

Manufacturer narrative:
(B)(6). Recall # 2531779-03/24/2010/003-r. The pump was returned to animas and evaluated on (B)(6) 2012. Evaluation revealed that the force sensor plate was contaminated and the force sensor was out of calibration. The pump history confirmed several large prime volumes. The pump was rewound, loaded, primed, and exercised with no loss of prime duplicated. The piston was measured within specifications. Unrelated to the complaint the display was pink and faded.